Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an unspecified vessel of the left elbow. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left brachial vein. A 6f non-bsc sheath and a non bsc guide wire were advanced to the lesion. A 6.0mmx40mmx40cm sterling balloon catheter was selected to dilate the lesion. Dilatation was performed two times. During the second inflation, the balloon ruptured at 14 atms after being inflated for 30 seconds. The device was removed intact. The procedure was completed with a 7mmx40mm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).